Manufacturer narrative:
Literature citation: koki abe, sumihisa orita, chikato mannoji, hiroyuki motegi, masaaki aramomi, tetsuhiro ishikawa, toshiaki kotani, tsutomu akazawa, tatsuo morinaga, takayuki fujiyoshi, fumio hasue, masatsune yamagata, mitsuhiro hashimoto, tomonori yamauchi, yawara eguchi, munetaka suzuki, eiji hanaoka, kazuhide inage, jun sato, kazuki fujimoto, yasuhiro shiga, hirohito kanamoto, kazuyo yamauchi, junichi nakamura, takane suzuki, richard a. Hynes, yasuchika aoki, kazuhisa takahashi, seiji ohtori; "perioperative complications in 155 patients who underwent oblique lateral interbody fusion surgery: perspectives and indications from a retrospective, multicenter survey." Mean age: 63.5 years, range: 14-87 years. Male: 69, female: 86.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
A total of 155 participants who underwent olif surgery under the diagnosis of degenerative lumbar diseases between april 2013 and may 2015 at 11 affiliated medical institutions; 29 cases were diagnosed with endplate fracture and cage subsidence post-operatively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.